Event description:
Patient admitted for endoscopy with bravo capsule placement due to chronic acid reflux. Esophageal biopsies were obtained prior to capsule placement. Capsule placement was performed and confirmed with photo documentation. Patient tolerated procedure per doctors operative report. Patient did experience heartburn in recovery. Physician notified of post procedure heartburn, orders received. 48 hours post capsule placement patient developed febrile episode. Patient was then seen in a out patient (op) free standing emergency room (ER), blood cultures were done and patient was placed on antibiotics. CT scan confirmed capsule still in place. Patient then did followup visit with physician.